Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant an expedium to the s/iliac was performed on (B)(6) 2016. After the surgeon implanted an iliac screw of expedium, when he was adjusting the reported screw as the rod was implanted improperly, the screw head was dislodged. The surgery was successfully completed with a 10 minutes delay. There were no patient injury / consequences.

Manufacturer narrative:
One (1) expedium si top loading shank 7x60mm polyaxial screw [product code: 1797-12-760, lot no: ahhcyy] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the tulip head and the inner cap had become disassembled from the polyaxial screw shank. It should also be noted that swage markings were present indicative of the inner cap being properly placed in its intended position within the tulip head. No other anomalies were detected during sample evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw shank becoming disassembled from the tulip cannot be positively determined. However, a possible root cause may be attributed to unanticipated loading forces being applied during insertion of the polyaxial screw, resulting in detachment of the tulip head from the shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.